Event description:
Reporter stated that customer received the following results on the mobile system within 2 minute: 28 mg/dl and 141 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned. The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.